Event description:
Customer reported having low blood glucose levels and was observed at the scene by the local ems. Customer's blood glucose reading was 176 mg/dl. Customer states the significant events leading to the admission were ow blood glucose levels - pump suspended as designed. Blood glucos value at the time of admission is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.